Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued

Event description:
It was reported that this right ventricular lead was not implanted successfully due to high pacing threshold; the helix did not move when repositioning was attempted, and there was a possibility that tissue debris got caught in the screw. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was not implanted successfully due to high pacing threshold; the helix did not move when repositioning was attempted, and there was a possibility that tissue debris got caught in the screw. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued correction to field d6a implant date and d6b explant date. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation of high capture threshold was not confirmed as basing on the normal lead resistance measurements and a passing hipot test and inspection showed no conductor issues. The helix difficulty and tissue or blood stuck in helix allegation was confirmed as the helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid and tissue. The conclusion code was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk. Based on the results of the investigation, no escalation is required.